Event description:
Customer reported that pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to uninstall and reinstall mobile app and advised to monitor if battery depletion exceeded 35% per day. Customer understood the instructions and agreed to follow up if issues continued.